Event description:
It was reported that the customer received the unexpected restart alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had also received the external ram crc error alarm. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer confirmed that the alarm occurred shortly after inserting a new battery. Advised to monitor the insulin pump and call back if the issue recurred. Advised that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.